Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that patient was scheduled to have the ins moved to the other side of the body, that was thought to be due to being uncomfortable. During the revision the healthcare provider (hcp) opened the pocket and noticed drainage from an abscess. It was cultured and very few white blood cells and no microorganisms. The device may or may not be returned for analysis after discussing the pocket fluid and not being related to the ins as it is not something that can be analyzed. No further complications were reported or anticipated. No device allegations were made.